Event description:
New information received noted that the bluetooth telemetry was restored. The patient was in stable condition.

Manufacturer narrative:
The reported event of an unsuccessful ble connection attempt using the mymerlin application was confirmed. Based on the review of the session records provided, ble communication was disabled at the time of the event.

Event description:
It was reported that the patient presented in clinic after several attempts to connect the implantable cardioverter defibrillator (ICD) to the phone application failed. Ultimately, it was determined that there may be a bluetooth (ble) malfunction on the device. Upon interrogation in clinic, the ICD could only be interrogated via wand telemetry. The ble telemetry could not be reset successfully. The patient was in stable condition.